Manufacturer narrative:
(B)(4). The product has been returned and an investigation is in process. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer reported feeling "tired and grumpy". Customer self treated with orange juice and normal diabetic medication regimen. There was no report of death, serious injury or third party medical intervention.